Manufacturer narrative:
Siemens filed the initial MDR 2517506-2021-00326 on 17-nov-2021. Additional information (19-nov-2021): service method testing indicated that the sample mixer tests for the server 3 sample mixer were out of range. The server 3 sample mixer and vertical belt were replaced by the siemens customer service engineer (cse). The issue was resolved after replacing the server 3 sample mixer and vertical belt. The cause of the event was the failing server 3 sample mixer and vertical belt. The system is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc). Quality controls (qc) recovered in range on the day of the event, but failed the following day. A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced the s3 vertical belt and s3 mixer on the system. The cse reran qc, which recovered within acceptable range. Siemens is investigating the issue.

Event description:
A customer contacted siemens and stated discordant carbon dioxide (co2) results were obtained on 9 patient samples on a dimension vista 1500 system. The results were reported to the physician(s). The initial results were withdrawn, but repeat results could not be obtained as the samples were too old to be repeated. There are no known reports of patient intervention or adverse health consequences due to the discordant carbon dioxide (co2) results.